Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 425cc mentor smooth round moderate profile saline breast implant catalog: 350-1670 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with two 425cc mentor smooth round moderate profile saline breast implants experienced left sided deflation post procedure. The left sided deflation was confirmed by a physician. As a result, patient underwent removal and replacement with two 500cc mentor smooth round high profile memory gel breast implants (l) catalog: 3505004bc sn: (B)(4) catalog: 3505004bc sn: (B)(4) on (B)(6) 2019.